Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. A portion of the t8 stick fit hexalobe driver (part number 80-0759, batch number 530862) was returned for evaluation. The portion of the returned driver was examined with magnified photography. A portion of the driver was not returned (could not examine). The event description notes that the tip remained embedded within a screw head's drive feature, and that both the screw & driver tip remain in the patient's body. The unspecified screw was not returned (could not examine). Field contact suggests the screw may have been a 2.7mm low-profile hexalobe locking screw from acu-loc 2. The laser marks on the device were stained with a brown discoloration. This includes occasional pitting within laser markings. The tip of the driver was broken; the part was separated into at least two fragments. The portion of the driver remaining attached to the body had twisted driver lobes. There was occasional brown discoloration on the drive feature. The main body's drive interface terminates with a fracture plane perpendicular to the device's axis. The fractured surface was largely flat and exhibited no stretching or necking near edges (i.e. No ductility). The surfaces appeared largely smooth and sporadically textured; there were no regular occurrences of progression/beach/seashell marks on the fractured surfaces (i.e. No signs of fatigue). There appeared to be a crack running from the edge of the drive feature to the center of the driver; this crack additionally exhibited mild brown discoloration. Measurements were taken. The returned portion of the driver measured 3.3320 inches. The calculated, estimated missing tip length was 0.0480 inches. The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Twisting of the drive feature lobes may further indicate failure occurred during torsion. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; as the returned part exhibits a perpendicular fracture plane, this may suggest that the device could have failed in a brittle manner during pure torsion with no off axis loading component. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80-0759, batch number 530862) broke. The driver tip could not be removed from the screw head. Attempts were made to remove the screw using a carbide drill, but the screw could not be removed. Therefore, one screw and the plate remained in the patient's body. The surgery was completed after a 30-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00427 for the driver involved in this event.